Event description:
It was reported the customer was performing a breast biopsy and upon deployment of a tissue marker they were unable to remove the probe from the breast; it was observed pulling tissue. When the probe was removed, part of the marker was left in the aperture of the probe. An alternate tissue marker was used to complete the case with no consequence to the patient. The broken device will be sent back for analysis.